Event description:
See attached user medwatch report received 8/15/2006. 000052 0002 2006 001. It was initially reported by the hcp in 2004 that during a transurethral needle ablation of the prostate, one of the needle sheaths was broken or missing from the disposable cartridge. However, at that time, the hcp reported that the procedure was continued using another disposable cartridge and there were no adverse affects to the patient reported.

Manufacturer narrative:
A visual inspection of the cartridge was performed. The cartridge was placed onto a handle and deployed and retracted. The sheath material was noted to be broken.